Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint company iii (d) cartridge was not returned. Ten unopened company iii (d) cartridges for lot 15090264 were returned in an unopened 10-count carton. A sample was pulled from the returned carton for evaluation. The returned unopened company iii (d) cartridge was microscopically examined with no damage observed. No particulate was observed inside the cartridge. The cartridge was functionally tested per the dfu using a qualified company iii blue handpiece, sn60wf lens and viscoat. The cartridge was filled with viscoelastic per the dfu. The lens was loaded and biased down. The lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens delivery. The company iii (d) cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. The indicated associated products are qualified for use with the company iii (d) cartridge. The handpiece used with the company cartridge was not provided. The root cause for the reported cartridge damage could not be determined. The used complaint company iii (d) cartridge was not returned for evaluation. A root cause cannot be determined without physical examination of the complaint product. Functional and dye stain testing was conducted with one of the returned unopened company iii (d) cartridges for lot 15090264. No lens or cartridge damage was observed after the delivery. No foreign material was observed. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported finding a plastic shard on the back of an intraocular lens (iol) after being used with company cartridges. The foreign material was removed by the surgeon during the initial procedure with no reported patient impact. Additional information was requested.